Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that a moderate paravalvular leak (pvl), due to a calcified annulus, was observed following the implant of this transcatheter bioprosthetic valve. A second transcatheter bioprosthetic valve was implanted valve-in-valve to resolve the poor hemodynamics. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this event, it was reported that the cause of the moderate pvl was due to a calcified patient annulus that caused poor hemodynamics. The pvl was reduced to mild with a second valve implanted valve-in-valve; a mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.